Event description:
After physical symptoms for several years (rashes/ eczema, severe menstrual cramping, heavy/ erratic periods and joint pain) I had an ultrasound that confirmed my essure implant had migrated and embedded into my endometrial wall. FDA safety report ID # (B)(4).